Manufacturer narrative:
(B)(4).

Event description:
Non-symptomatic infection reported. (B)(6) 2012 -patient was implanted with the replacement rns neurostimulator (sn (B)(4)). There was no change to the four previously implanted cortical strip lead. (B)(6) 2015 -scheduled explant neurostimulator: (B)(4). Patient underwent a scheduled neurostimulator replacement procedure due to neurostimulator reaching elective replacement battery indicator and the neurosurgeon noted material in the ferrule which was suspicious of a possible infectious process. The material was sent for gram stain and culture. The ferrule was irrigated with antibiotic bacitracin. Neurosurgeon elected to have the patient admitted overnight to observe the surgical site. No change to leads or port connections treatment included: vancomycin 15 mg/kg every 12 hours and cefepime 2 grams every 8 hours. The infectious disease team stated it would be reasonable to stop all the antibiotics or continue the vancomycin for 4 weeks. Due to the high risk if an infection is present, the neurosurgeon elected to treat for 4 weeks. The system is implanted and programmed for detection and treatment.